Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure (batch no. C51340, c38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), memory impairment ("memory disorder, not remembering anything any more and being obliged to write down everything"), disturbance in attention ("concentration disorder, concentrating on complicated things is difficult (reading, understanding of an enigma, logic exercise ...)"), feeling abnormal ("feeling of having one¿s head in the fog"), speech disorder ("speech problems, searching for words or mixing up words, nonsense sentences, one word instead of another"), alopecia ("significant hair loss"), deafness ("hearing loss"), pain in jaw ("jaw pressure"), tooth disorder ("tooth wear, tooth movement"), fatigue ("constant fatigue (7¿8-hour nights + nap even during holidays)"), feeling drunk ("intense impression of being drugged or drunk"), dizziness ("dizziness, feeling intoxicated, loss of balance"), dysphonia ("voice modification, crackling vocal cords"), thirst ("intense thirst"), feeling cold ("significant feeling of cold - shivering / blue lips, cold hands and feet"), nausea ("nausea"), vomiting ("vomiting"), dry eye ("dry eyes"), constipation ("constipation "), migraine ("migraines"), burnout syndrome ("burnout") and acne ("white pimples") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of the 2 medical devices is planned for (B)(6) 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal distension, memory impairment, disturbance in attention, feeling abnormal, speech disorder, alopecia, weight increased, deafness, pain in jaw, tooth disorder, fatigue, feeling drunk, dizziness, dysphonia, thirst, feeling cold, nausea, vomiting, dry eye, constipation, migraine, burnout syndrome and acne had not resolved. The reporter considered abdominal distension, acne, alopecia, burnout syndrome, constipation, deafness, disturbance in attention, dizziness, dry eye, dysphonia, fatigue, feeling abnormal, feeling cold, feeling drunk, memory impairment, migraine, nausea, pain in jaw, speech disorder, thirst, tooth disorder, vomiting and weight increased to be related to essure. The reporter commented: a second date of implant of essure was reported: on (B)(6) 2016 (lot number c38217). Actions taken to treat the patient in the healthcare facility: standard blood tests and an otorhinolaryngology examination revealed nothing to help. Explain her symptoms. Faced with the inability of the various doctors consulted (general practitioner, gynaecologist, otorhinolaryngology specialist, dentist, orthodontist) to find an origin for her symptoms. She did research on her own. By informing herself, she made the connection between the insertion of these essures and the progressive appearance and amplification of the symptoms. Removal of the 2 medical devices is planned for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative. Amendment: the report was amended for the following reason: case correction: device removal field updated. Amendment of narrative, nca number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure (batch no. C51340, c38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), memory impairment ("memory disorder, not remembering anything any more and being obliged to write down everything"), disturbance in attention ("concentration disorder, concentrating on complicated things is difficult (reading, understanding of an enigma, logic exercise ...)"), feeling abnormal ("feeling of having one¿s head in the fog"), speech disorder ("speech problems, searching for words or mixing up words, nonsense sentences, one word instead of another"), alopecia ("significant hair loss"), deafness ("hearing loss"), pain in jaw ("jaw pressure"), tooth disorder ("tooth wear, tooth movement"), fatigue ("constant fatigue (7¿8-hour nights + nap even during holidays)"), feeling drunk ("intense impression of being drugged or drunk"), dizziness ("dizziness, feeling intoxicated, loss of balance"), dysphonia ("voice modification, crackling vocal cords"), thirst ("intense thirst"), feeling cold ("significant feeling of cold - shivering / blue lips, cold hands and feet"), nausea ("nausea"), vomiting ("vomiting"), dry eye ("dry eyes"), constipation ("constipation "), migraine ("migraines"), burnout syndrome ("burnout") and acne ("white pimples") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of the 2 medical devices is planned for (B)(6) 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal distension, memory impairment, disturbance in attention, feeling abnormal, speech disorder, alopecia, weight increased, deafness, pain in jaw, tooth disorder, fatigue, feeling drunk, dizziness, dysphonia, thirst, feeling cold, nausea, vomiting, dry eye, constipation, migraine, burnout syndrome and acne had not resolved. The reporter considered abdominal distension, acne, alopecia, burnout syndrome, constipation, deafness, disturbance in attention, dizziness, dry eye, dysphonia, fatigue, feeling abnormal, feeling cold, feeling drunk, memory impairment, migraine, nausea, pain in jaw, speech disorder, thirst, tooth disorder, vomiting and weight increased to be related to essure. The reporter commented: a second date of implant of essure was reported: 06-feb-2016 (lot number c38217). Actions taken to treat the patient in the healthcare facility: standard blood tests and an otorhinolaryngology examination revealed nothing to help. Explain her symptoms. Faced with the inability of the various doctors consulted (general practitioner, gynaecologist, otorhinolaryngology specialist, dentist, orthodontist) to find an origin for her symptoms. She did research on her own. By informing herself, she made the connection between the insertion of these essures and the progressive appearance and amplification of the symptoms. Removal of the 2 medical devices is planned for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2000072) on 22-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure (batch no. C51340, c38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), memory impairment ("memory disorder, not remembering anything any more and being obliged to write down everything"), disturbance in attention ("concentration disorder, concentrating on complicated things is difficult (reading, understanding of an enigma, logic exercise ...)"), feeling abnormal ("feeling of having one¿s head in the fog"), speech disorder ("speech problems, searching for words or mixing up words, nonsense sentences, one word instead of another"), alopecia ("significant hair loss"), deafness ("hearing loss"), pain in jaw ("jaw pressure"), tooth disorder ("tooth wear, tooth movement"), fatigue ("constant fatigue (7¿8-hour nights + nap even during holidays)"), feeling drunk ("intense impression of being drugged or drunk"), dizziness ("dizziness, feeling intoxicated, loss of balance"), dysphonia ("voice modification, crackling vocal cords"), thirst ("intense thirst"), feeling cold ("significant feeling of cold - shivering / blue lips, cold hands and feet"), nausea ("nausea"), vomiting ("vomiting"), dry eye ("dry eyes"), constipation ("constipation "), migraine ("migraines"), burnout syndrome ("burnout") and acne ("white pimples") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of the 2 medical devices is planned for (B)(6)2020). At the time of the report, the abdominal distension, memory impairment, disturbance in attention, feeling abnormal, speech disorder, alopecia, weight increased, deafness, pain in jaw, tooth disorder, fatigue, feeling drunk, dizziness, dysphonia, thirst, feeling cold, nausea, vomiting, dry eye, constipation, migraine, burnout syndrome and acne had not resolved. The reporter considered abdominal distension, acne, alopecia, burnout syndrome, constipation, deafness, disturbance in attention, dizziness, dry eye, dysphonia, fatigue, feeling abnormal, feeling cold, feeling drunk, memory impairment, migraine, nausea, pain in jaw, speech disorder, thirst, tooth disorder, vomiting and weight increased to be related to essure. The reporter commented: a second date of implant of essure was reported: (B)(6)2016 (lot number c38217). Actions taken to treat the patient in the healthcare facility: standard blood tests and an otorhinolaryngology examination revealed nothing to help. Explain her symptoms. Faced with the inability of the various doctors consulted (general practitioner, gynaecologist, otorhinolaryngology specialist, dentist, orthodontist) to find an origin for her symptoms. She did research on her own. By informing herself, she made the connection between the insertion of these essures and the progressive appearance and amplification of the symptoms. Removal of the 2 medical devices is planned for (B)(6)2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative. Lot number:c38217 manufacture date:2014/03 expiration date:2017/03 . Lot number:c51340 manufacture date:2014/05 expiration date:2017/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure (batch no. C51340, c38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criterion medically significant), memory impairment ("memory disorder, not remembering anything any more and being obliged to write down everything"), disturbance in attention ("concentration disorder, concentrating on complicated things is difficult (reading, understanding of an enigma, logic exercise.)"), feeling abnormal ("feeling of having one¿s head in the fog"), speech disorder ("speech problems, searching for words or mixing up words, nonsense sentences, one word instead of another"), alopecia ("significant hair loss"), deafness ("hearing loss"), pain in jaw ("jaw pressure"), tooth disorder ("tooth wear, tooth movement"), fatigue ("constant fatigue (7¿8-hour nights + nap even during holidays)"), feeling drunk ("intense impression of being drugged or drunk"), dizziness ("dizziness, feeling intoxicated, loss of balance"), dysphonia ("voice modification, crackling vocal cords"), thirst ("intense thirst"), feeling cold ("significant feeling of cold - shivering / blue lips, cold hands and feet"), nausea ("nausea"), vomiting ("vomiting"), dry eye ("dry eyes"), constipation ("constipation "), migraine ("migraines"), burnout syndrome ("burnout") and acne ("white pimples") and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal distension, memory impairment, disturbance in attention, feeling abnormal, speech disorder, alopecia, weight increased, deafness, pain in jaw, tooth disorder, fatigue, feeling drunk, dizziness, dysphonia, thirst, feeling cold, nausea, vomiting, dry eye, constipation, migraine, burnout syndrome and acne had not resolved. The reporter considered abdominal distension, acne, alopecia, burnout syndrome, constipation, deafness, disturbance in attention, dizziness, dry eye, dysphonia, fatigue, feeling abnormal, feeling cold, feeling drunk, memory impairment, migraine, nausea, pain in jaw, speech disorder, thirst, tooth disorder, vomiting and weight increased to be related to essure. The reporter commented: a second date of implant of essure was reported: 06-feb-2016 (lot number c38217). Actions taken to treat the patient in the healthcare facility: standard blood tests and an otorhinolaryngology examination revealed nothing to help. Explain her symptoms. Faced with the inability of the various doctors consulted (general practitioner, gynaecologist, otorhinolaryngology specialist, dentist, orthodontist) to find an origin for her symptoms. She did research on her own. By informing herself, she made the connection between the insertion of these essures and the progressive appearance and amplification of the symptoms. Removal of the 2 medical devices is planned for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: negative. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.